Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a heavily calcified, heavily tortuous, 90% stenosed, mid, left anterior descending artery stenting procedure, a graftmaster stent delivery system (sds) was advanced to treat a vessel perforation, but the graftmaster would not cross the lesion due interactions with the patients anatomy. The graftmaster sds was removed without difficulty and another graftmaster sds was advanced to successfully treat the perforation and complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. No additional information was provided.